Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a motor error and prime anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the pump read motor error and they removed the battery. The customer stated that the piston did not wind back. The customer stated that there was continuous discharged insulin.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during prime test and alarmed motor error alarm during the basic occlusion test due to loose protruded drive support disk. The motor was tested outside of the device and passed. The insulin pump passed operating current and displacement test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and missing the end cap sticker.